Event description:
The caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.